Event description:
This (B)(4) sys has a feature that enables the discontinuation of a medication dose while replacing it with another dose. After the transaction, the recent order screen shows the discontinuation of one dose and the start of another dose of the same medication. The active medication list shows only the new dose. It has been determined that when using this function, the prior medication and dose is not always discontinued and remains on the active medication list, along with the same medication with the new dose. There can be two different doses of with different times for the same medication. This puts the pt at risk for being overdosed. The defective code manifests this problem randomly and unpredictably, creating and requiring distrust for the entire electronic ordering sys. There have been cases involving digoxin, a medication with a narrow therapeutic ratio; and others involving diltiazem.